Manufacturer narrative:
Merge healthcare is further investigating missing reports or reports not saving.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that an exam was marked read by the doctor, however no report was found. An investigation by merge support determined that a report ID was created but no word documents could be found in the audit trail properties for the audit trail save event. The report could not be recovered and the exam needed to be re-read. There was no reported adverse event to a patient. However, reports needing to be re-dictated has the potential to delay patient treatment and/or diagnosis. Reference complaint number (B)(4).